Event description:
It was reported that during a peripheral stenting procedure, a shaft break occurred. The physician began to advance the balloon catheter over the guide wire, and the shaft of the catheter snapped during advancing into the pt. A quantum maverick balloon was used to complete the procedure successfully. There was no harm to the pt. The pt status is listed as ok with no complications reported. Multiple attempts to obtain add'l info have been unsuccessful.